Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was unknown mg/dl at the time of hospitalization. It was unknown that the auto mode feature was active at time of low blood glucose event. Customer reported that they had seizures symptoms. Customer stated that insulin pump was over delivering the insulin. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.